Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported failure mode. The cannula exhibited a weld defect. The cannula base was detached from the shaft completely. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannula including part 428071-03 to be replaced and returned. This complaint is being reported due to the cannula base being detached from the cannula shaft; if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during central processing, the long tube was detached on the 5mm curved cannula. There was no report of patient involvement or any indication that an adverse event occurred.